Manufacturer narrative:
File identification: (B)(4). D4: device was manufactured in 2006 and was not subject to UDI requirements. H3: findings/root-cause: the reported complaint was duplicated. Unit under test (uut) was found to autocycle intermittently, though no high frequency or any other high priority alarms were triggered during evaluation. Upon opening uut to inspect internals, found multiple kinks and damaged tubing that were determined to be the root cause of the issue. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported that the autocycling is causing bpm to be 40 when set 12. There was no patient involvement reported.